Manufacturer narrative:
The device was not returned to mmdg for evaluation. Furthermore, because the inital reporter did not provide the involved device's lot number, DHR review has not been possible. (B)(4) is unable to confirm or evaluate this complaint.

Event description:
As recorded by customer service: "bag caused a gravity flow while pump was still pumping - mother stated pump ran normally for sometime and then caused gravity flow. Parents paused the pump and tried to correct the situation but were unsuccessful. Happened with just the one bag they are sending in." No injury to a patient was reported. (B)(4).